Event description:
A malfunction was reported on the pump, identified by malf 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to call back if the malfunction recurred. The customer acknowledged the instructions and continued using the pump without further issues.